Event description:
Customer reported the beam alignment is off and the dosage is too high. No patient injury was reported.

Manufacturer narrative:
(B) (6) report. A ge representative opened the camera iris to reduce tracking technique to lowest possible dose while staying in specifications. System operates as intended.